Manufacturer narrative:
The reference c16096 has been allocated to this case by rayner. The patient forwarded rayner a letter from the healthcare facility regarding the event. In this letter the healthcare facility states "iol in a back-to-front orientation was considered unsatisfactory and therefore its explantation was carried out". Complications arose during explantation of the t-flex aspheric 623t that were only identified following implantation of the back-up t-flex aspheric 623t iol (please refer to MDR 9611165-2016-00038 for details). The patient was not able to receive a back-up iol during the surgery session of (B)(6) 2016. The procedure was concluded without an iol being successfully implanted. The incision required sutures as a result of the need to enlarge the incision size to aid explantation of the t-flex aspheric 623t iol subject to this report. Post-operatively, the patient was diagnosed with minor iritis and corneal oedema. Iritis and corneal oedema has been successfully treated with topical steroids. Rayner ifus contain detailed instructions on how to load the lens and how to achieve the correct configuration within the eye. It is not possible to determine if the lens entering the eye in the incorrect configuration is attributable to the lens not being loaded correctly or if the lens flipped over during implantation. As the report originated from the patient, rayner are seeking consent to contact the patient's healthcare professional to further investigate this event. Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (july 2015) was carried out in order to determine if any trends existed. This review concluded that one other incident (involving the same patient and occuring in the same surgery session as the event subject to MDR 9611165-2016-00037) has been received against the t-flex aspheric 623t iol batch (B)(4). Device not returned to manufacturer.

Event description:
On 9th june 2016, rayner intraocular lenses limited received notification of an event that occurred during implantation of a t-flex aspheric 623t iol. Rayner were informed, during a telephone call with the patient, that a t-flex aspheric 623t iol had flipped during implantation necessitating iol explantation. A letter from the healthcare facility regarding the event was forwarded to rayner by the patient. The healthcare facility in their letter provided the following event description "during the iol implantation it was noted that the iol unfolded in an upside down orientation. There was no problem with the iol loading and the injection process. Iol in a back-to-front orientation was considered unsatisfactory and therefore its explantation was carried out".